Event description:
It was reported to philips that the device's pads lose the ECG signal. The device was reported as being used on a patient at the time of the event. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.